Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the fenestrated bipolar forceps instrument did not apply energy. The screen shown the bipolar cable was connected correctly and the erbe was working correctly. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 15-dec-2025: the black cable was broken in half and exposed, because we could see the cable out.